Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported connecting to the homechoice cassette without the line being properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a system error 2240 (air in line) alarm on a homechoice device, a technical service representative (tsr) discovered that a home patient connected to the homechoice cassette during the priming phase of automated peritoneal dialysis (apd) therapy. The tsr explained proper procedures with the patient and instructed the patient to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.